Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was treated by the paramedics, due to low blood glucose levels of 33 mg/dl. The customer stated that he lost consciousness. The customer stated that he becomes very unaware of things when his blood glucose levels drop below 50 mg/dl. The customer also stated that the sensor did not warn him that his blood glucose levels were dropping. Nothing further was reported.